Manufacturer narrative:
Date of the event is estimated. During processing of this complaint, attempts were made to obtain patient weight. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer reference number: 1627487-2020-21367. It was reported the patient underwent surgical intervention in (B)(6) 2013, wherein the scs system was explanted due to ineffective stimulation. Reprogramming did not resolve the issue.